Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was seen in the emergency room, and that the patient had an infection at the ipg site with fluid discharge. Intervention took place on (B)(6) 2023 where the pocket was flushed and packed with antibiotic bead to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that patient had their infection escalate after an initial appearance of resolution. On (B)(6) 2023 surgical intervention took place where the entire system was explanted to address the issue. Patient is being monitored, but the infection appeared to be resolved.